Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump experienced an error in the motor during a basal delivery that was detected by reading an unexpected value from hall sensor. The customer's blood glucose was 30.0 mmol/l. The customer's parent stated that the blood glucose levels were high due to not bolusing and illness. The customer was able to rewind. The customer stated that the units left information was deleted, and the customer was advised that this was not unusual with this insulin pump error. The insulin pump passed the displacement and self tests. The customer was able to proceed through the rewind and fill process without issue. The customer was advised to change the insertion site completely and to monitor the device.